Event description:
It was reported that a spectrum infusion pump alarmed "system error 322". It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom. The specific failing component could not be initially identified, but review of known contributors to "system error 322" alarms determined that the upper and lower auxiliary assemblies were failing. The failed upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.